Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 1.0, controller 1.0 / con214746 / model #: 1407ca / expiration date: 2018-03-31, (B)(4), device available for evaluation: no. Mfg date: 2018-03-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unresponsive on the floor with no batteries attached to the controller. Logfiles showed an estimated ventricular assist device (vad) off time of approximately one hour. Batteries were reconnected to the controller and the vad successfully restarted. Emergency medical services (ems) defibrillated the patient due to ventricular fibrillation. Upon arrival at the hospital, the patient received epinephrine boluses and was intubated. The patient was transferred to cardiac intensive care unit (ICU). Lab values indicated the patient was acidotic with rising lactates and increasing needs for inotropic support. Care was withdrawn and the patient passed away. The vad remains implanted.

Manufacturer narrative:
Additional concomitant medical products: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any pump malfunctions or performance issues that would impact the reported events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. The controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the controller revealed that the unit passed functional testing, but visual inspection revealed a loose power port 1 connector. This is an additional observation not related to the reported event. Based on an evaluation conducted under an internal investigation, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Analysis of the controller log files revealed one controller power-up event with an associated motor start event on (B)(6) 2017, at 11:37:58 and 11:38:08 respectively. As a result, the reported event was confirmed. The data point prior to the controller power-up event, at 10:37:28, revealed that the controller was connected to (B)(4) with 77% relative state of charge (rsoc) on power port 1 and (B)(4) with 97% rsoc on power port 2. After the controller power-up, at 11:52:57, the controller was connected to (B)(4) with 74% rsoc on power port 1 and (B)(4) on power port 2 with 96% rsoc. The maximum time the controller did not have power was one hour and 40 seconds. Based on the information provided, the root cause of the loss of power may be attributed to a disconnection of both power sources from the controller, given that the patient was found with both of the power sources disconnected from the controller. An internal investigation was initiated to capture events involving loss of power to the controller. Additional products: controller (B)(4). Yes, return date: 2018-01-10. If information is provided in the future, a supplemental report will be issued.